Manufacturer narrative:
Citation: spaziano, m. Md et al. Transcatheter aortic valve implantation versus redo surgery for failing surgical aortic bioprostheses: a multicentre propensity score analysis. Eurointervention (2017) nov 20;13(10):1149-1156 doi 10.4244/eij-d-16-00303 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding outcomes after transcatheter aortic valve implant into a surgical valve (tav in sav) compared to outcomes after redo surgical aortic valve replacement. All data were collected from multiple centers between 2007 and 2015. The study population included 205 patients (79 tav in sav patients and 126 redo sav patients). Overall, 46 patients were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age tavr 78 years. Among all tavr patients adverse events included: implant of a second transcatheter valve, cerebral vascular accident (cva), myocardial infarction (mi), permanent pacemaker implant, and increased gradient measurements. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.